Manufacturer narrative:
A further review of this event was performed and identified a change in the MDR reportability pursuant to 21 cfr part 803. Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Visual inspection: one meridian filter without the delivery system was returned for evaluation. All 6 legs/feet and 6 arms were present and intact. Five filter legs were bound together by blood clot/bloody tissue. No anomalies were noticed on the device. Functional/performance evaluation: the bound feet were released by removing the small bloody clot/tissue holding them together. Once the legs were released, heat was applied to the filter and the filter took the appropriate shape. Measurements were conducted and all measurements met the required specifications. Medical records review: medical records were not provided. Image/photo review: no images or photos were provided. Conclusion: the complaint investigation is inconclusive for deployment issues. Per the reported event, a clot was found on the filter when the physician attempted to deploy the filter. The clot likely prevented the filter from being deployed. Per the instructions for use (IFU), the user should not attempt to deliver the filter through a large thrombus. Additionally, the IFU states, "it is very important to maintain introducer sheath patency with the saline flush so that the grooved segment that holds and properly orients the filter legs does not become covered by clot. This will interfere with filter deployment." Therefore, it is possible procedural factors contributed to the event. However, the definitive root cause is unknown. Labeling review: the meridian vena cava filter IFU provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a vena cava filter deployment procedure, the filter could not be advanced out of the deployment sheath for deployment; therefore, the filter system was exchanged over the guide wire for new filter system that was prepped and deployed successfully. There is no reported patient injury.

Manufacturer narrative:
To ensure compliance to 21 cfr 803.50 a retrospective review of this file was conducted to determine if good faith efforts were made to obtain the required information and/or an explanation of why any required information was not provided. Multiple follow up attempts were made with the user facility to obtain any information pertaining to the patient, product, and/or procedural details (e.g. Date of the event, relevant test data, relevant history, lot #, catalog #, implant and/or explanted dates, and concomitant product(s) or therapy) that were not previously obtained during the initial investigation. The user facility was able to provide new patient information, which was updated in the appropriate sections.